Event description:
The customer reported that the netting is torn on the front panel of the canopy. There was no pt injury reported.

Manufacturer narrative:
(B) (4) - product has been requested to be returned but has not been received. (B) (4).